Event description:
It was reported that the patient tubing was disconnected from the ventilation inspiratory port (inspiratory pipe) during ventilation of a patient. The patient circuit had been used for a week, and it seemed like the connector had expanded and would no longer stay on the ventilator port during ventilator cycles. The inspiratory port of the servo-I did not look damaged in any way. The circuit was exchanged and the new circuit stayed connected during all ventilator cycles. There was no patient harm. (B)(4).

Manufacturer narrative:
The information from the hospital stated that the patient tubing was discarded, and it was of a brand that is not manufactured, distributed, or recommended by maquet. The investigation consists therefore of evaluation of information received from the hospital. According to the received information, the disconnection of the patient tubing was caused by an expansion (deformation) of the part of the tubing that is connected to the ventilator. There was no visual damage to the inspiratory pipe (where the patient tubings are connected to the ventilator). According to the instruction for use for the ventilator, only tubing approved by maquet should be used. The use of not approved tubings may have negative effects on the ventilation. Our conclusion based on the received information is that the disconnection of the tubing was caused by a deformation of the used tubing. The used tubing is not approved for use with the ventilator. From the available information, there is no indication of any ventilator malfunction. Disconnection of tubing will generate several visual and audible alarms.